Event description:
It was reported that versajet began to smoke when turned on, fans were not operating. No case involved.

Manufacturer narrative:
The device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the smoke and fan malfunction could not be reproduced. Console passed functional testing and a 1-hour burn-in at high speeds. The root cause could not be determined. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Factors that are known to contribute to the alleged fault/failure may be an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for adverse trends related to this product.